Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-01096. It was reported the patient's stimulation moved and became too strong following strenuous activity and reprogramming did not resolve the issue. The physician determined the leads had migrated and were coiled proximal to the anchor. The surgeon explanted and replaced the leads. The stimulation therapy was effective which resolved the patient's issue.